Manufacturer narrative:
Hyphema is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Clinical follow-up was requested and on 03/23/2017 the surgeon provided the following event details. During attempt at istent implantation of the right eye, the surgeon noted that a large tear (extending from the 1:30 to 3:30 position) appeared at the iris root and the procedure was aborted. Post-operatively a greater than 2mm hyphema was noted in the anterior chamber and resolved. Post-operatively the iris was repositioned and sutured to the scleral wall. The iris damage did not result in any subsequent adverse impact to the patient. The patient¿s current status and prognosis was reported to be stable and healed and the adverse event has resolved.

Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA: 3/2/2017.

Event description:
The surgeon reported that during attempt at istent implantation the iris tore away from the iris root and the surgery was aborted. Additional information has been requested.